Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.